Manufacturer narrative:
(B)(4). The actual device involved has not been received for evaluation and the investigation is ongoing at this time. A f/u report will be submitted when the investigation results become available. (B)(4).

Event description:
As reported by the user facility: on (B)(6) 2015 IV fluids (d5w) initiated at 14:00 due to patient's high serum sodium level. A 1000ml bag was hung and the pump was set to run at 200 ml/hr. At 20:20 the night rn looked at the IV bag which was still full. (Patient had received 1 ivpb- piggyback infusion with a probable volume of 50ml). Nurse verified the bag hanging was the same bag initiated by the day rn. No long term adverse effect. Facility's quality and materials managers tested the pump and could not replicate the problem.